Event description:
It was reported the device was used during a hemicolectomy procedure. It was reported by the affiliate that the device did not work properly (the lockout mechanism was faulty). There was no pt consequence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged/disengaged; cartridge batch number: k46688; cartridge position: loaded; drivers present in cartridge, present 2/3 up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: detached; staples present? Formed/unformed, in down drivers and swing tab position: locked/unlock, locked. Analysis conclusion: based on the info rec'd and the visual inspection, it was found that a piece of the staple retainer was broken off inside of the knife channel. The piece of retainer caused the knife to bow and the knife and wedges to become detached from the pusher block. With the knife slot prevented the knife from travelling back to its home position. The forec required to pull the firing knob back detached the wedges and knife from the pusher block. This was due ti improper removal of the staple retainer. The staple retainer should be removed by grasping the edge of the retainer and lifting straight up. Mfg and engineering have been notified of the reported incident.